Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro¿ catheter and patient experienced cardiac tamponade treated with a pericardiocentesis. It was reported by the caller that they went into the left atrium (la); mapped the inside of the la and then began ablating. Then they noticed a drop in blood pressure. The caller stated that they scanned with the intracardiac echo (ice) catheter and found a pericardial effusion. Caller stated that it resulted in draining of the fluid and the patient being sent to the operating room (or). Caller reported the last he heard was that the patient was doing fine. Transseptal puncture performed and four lesions had been applied when the event occurred. Correct settings were set on the devices and no error messages were observed on bwi equipment during the procedure. There is no further information about the hospitalization and if any additional intervention was performed.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).